Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where two implants were installed. The patient complained of radicular pain two weeks after the procedure. The surgeon determined that the superior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant and replaced it with a shorter and wider implant of the same type. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.